Manufacturer narrative:
Insulin pump powered up properly. No blank display noted. Insulin pump had constant failed battery test alarm after battery insertion due to faulty battery tube. Insulin pump was unable to test the operating currents and off no power alarm due to failed battery test alarm. Insulin pump had minor scratches on display window. No damage noted on connector isolation tape on lcd board.

Event description:
Customer reported issues with the insulin pump. Customer states that they received a blank screen. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.